Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
The customer alleges during puncture into the vein the needle hub cracked. During aspiration air entered. A new puncture was made. No pneumothorax.

Manufacturer narrative:
(B)(4). The customer returned one introducer needle for investigation. Visual examination revealed signs of use in the form of biological material on the needle. The needle was visually examined under magnification. The needle hub was observed to have a crack along the body of the hub. The needle hub was tested for leaks by attaching a lab ars syringe filled with water to the needle hub and then depressing the plunger to expel the water. Water exited the needle bevel but was also squirting from the crack in the needle hub. A device history record review was performed with no relevant findings. The report of a cracked needle hub was confirmed by visual examination of the returned needle as a crack was observed on the needle hub. Functional testing also confirmed the needle hub leaking at the crack location when in use. A device history record review was performed and did not reveal any manufacturing related issues. Further investigation of this issue is being conducted under a CAPA. The CAPA failure investigation indicates that the probable cause is design related.

Event description:
The customer alleges during puncture into the vein the needle hub cracked. During aspiration air entered. A new puncture was made. No pneumothorax.